Event description:
No additional event information to report at the same time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 110003450 g7 monoblock shell inserter 554460. Complaint sample was evaluated and the reported event was unable to be confirmed. Visual inspection of the returned product noted the shell to not be assembled with the inserter. The inner radius of the shell is mostly free of damage. Scratching and scuffing was observed on the threads and the threads of the inserter are dinged and deformed. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04901.

Event description:
It was reported that during a hip procedure, the shell component was cold welded to the impactor. A new shell and impactor were needed to complete the surgery. There was no reported harm or injury to the patient as a result. Attempts have been made and additional information on the reported event is unavailable at this time.